Event description:
Information was received from a patient representative regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient had no problems until their last refill. The nurse only put in 20ml, not 40ml. The reporter stated that the refill was 3 months before their refill last week. The patient found out that the pump was empty at the fill last week. The patient went into withdrawal and was in the hospital for 8 days and could not figure out why the patient was in pain. The patient could not talk. The reporter stated that the healthcare provider (hcp) stated that the pump "does not have an alarm on it". The reporter stated that they had not heard any alarms or beeps. Patient services reviewed critical versus non-critical alarms. The reporter was redirected to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.